Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During preparation for ivtm therapy, the thermogard console (sn (B)(6)) displayed a mid:26 (low battery) error message. Another thermogard console was use to continue with treatment. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6)displayed a mid:26 (low battery) message," which was confirmed during the functional testing and based on the event log review. The probable root cause of the reported mid:26 error was a failed battery inside the display of the thermogard system, likely attributed to a defective component. Visual inspection of the thermogard console was performed, and no issues were observed. The event log review indicated several mid:26 (low battery) messages, thus, confirming the customer's reported complaint. In addition, unrelated to the reported complaint, the event log shows a presence of the mid:11 (post nvram) error message. The mid:11 (post nvram) error message was not reproduced during functional test, and probably attributed to the failed battery. The thermogard system failed the functional testing due to mid:26 (low battery) message displayed upon powering on, thus, confirming the customer's reported complaint. The battery need to be replaced to address the mid:26 error. Zoll awaiting customer approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for thermogard xp ivtm system with sn (B)(6).